Event description:
The caller reported that the surgeon inserted the patient's tracheostomy tube, and the pilot balloon leaked after a few hours. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.